Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 11/sep/2009. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event and full implant date and full explant date. The info has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The manufacturer of the device in unk. Allergan's approach to compliance is to resolve all doubts in favor of reporting. The reporter of the event was asked to return the product for analysis. Allergen has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included:.., abdominal pain,..., chest pain, incision pain,.., port site pain,.." Device labeling addresses the contraindication for pts regarding as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices." Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."

Event description:
Event reported in the newspaper article, that the pt had started feeling full after taking a mouth of food or sip of water and had some of her saline removed from the band to loosen it. Within a few hours, a feeling of tightness was again felt and the pt was not able to swallow her own saliva, without feeling like she was going to vomit. She went into hospital and when operated on, related that the surgeon told her that her stomach had turned black with stagnant food due to a band slippage. The stomach was so badly damage that a part was removed completely. The pt was hospitalized for ten days. Six weeks later, the pt started to vomit blood and was again admitted and it was found that ulcers had formed on the staples used on her stomach. Allergan has not been able to confirm the manufacturer of the device or the alleged events.